Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid (hydromorphone) (concentration and dose unknown) via an implantable pump for unknown indications for use. It was reported that when they fill the pump "there was always a lot left over" so they were sending the patient for an MRI on (B)(6) 2021 to "see if the ends of the cords are still open". It was reported this had been going on for "quite a while and they continued to monitor it." Further information was not provided.